Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿equipment malfunction the hc-8032b alaris infuser led to medication overdose. Found that there is a broken bezel membrane frame assembly part# tc10006587. This broken piece can allow for the door to be closed and IV fluids to free flow recall alert received in june 2020 with pm performed on this device, spt 2020 without any issues. Pump has been sequestered and is being sent to manufacturer during procedure, anesthesiologist discovered a pump malfunction during the phenylephrine infusion, which was running free flow immediate response and treatment to bp increase with successful response in patient condition procedure continued with stable bp. At the completion of the case after the drapes were removed, the patient's left eye appeared dilated and fixed, patient went into cardiac arrest a code was called, and CPR was initiated successful rosc and patient was transferred to ICU in critical condition FDA safety report ID# (B)(4)." There was patient involvement with serious injury.

Manufacturer narrative:
Omit : a1402 - excess flow or over-infusion (1311), b17 - device not returned and c20 - no findings available. Additional information : medical device serial #, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, device manufacture date. Reason code for no evaluation, if other specify, imdrf annex a, b, c and g codes and manufacturer narrative (chr, DHR, shr). A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿equipment malfunction the hc-8032b alaris infuser led to medication overdose. Found that there is a broken bezel membrane frame assembly part# tc10006587. This broken piece can allow for the door to be closed and IV fluids to free flow recall alert received in june 2020 with pm performed on this device, spt 2020 without any issues. Pump has been sequestered and is being sent to manufacturer during procedure, anesthesiologist discovered a pump malfunction during the phenylephrine infusion, which was running free flow immediate response and treatment to bp increase with successful response in patient condition procedure continued with stable bp. At the completion of the case after the drapes were removed, the patient's left eye appeared dilated and fixed, patient went into cardiac arrest a code was called, and CPR was initiated successful rosc and patient was transferred to ICU in critical condition FDA safety report ID# (B)(4)." There was patient involvement with serious injury.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, equipment malfunction the hc-8032b alaris infuser led to medication overdose. Found that there is a broken bezel membrane frame assembly part# tc10006587. This broken piece can allow for the door to be closed and IV fluids to free flow recall alert received in june 2020 with pm performed on this device, spt 2020 without any issues. Pump has been sequestered and is being sent to manufacturer during procedure, anesthesiologist discovered a pump malfunction during the phenylephrine infusion, which was running free flow immediate response and treatment to bp increase with successful response in patient condition procedure continued with stable bp. At the completion of the case after the drapes were removed, the patient's left eye appeared dilated and fixed, patient went into cardiac arrest a code was called, and CPR was initiated successful rosc and patient was transferred to ICU in critical condition FDA safety report ID# (B)(4)." There was patient involvement with serious injury.